Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence, should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the information received, the skin under the whole urisheath is red and aching, skin looks like peeled.... He removes the adhesive with warm water. No signs of infection. He uses incontinence pads when the redness appeared. With the incontinence pads the redness disappeared after 2 days but when he uses urisheaths again redness and aching returned. He tested adhesive remover wipes and skin barrier wipes but there was no improvement.